Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was difficulty getting the sheath across the septum. The sheath was replaced with resolve. The case was completed with radiofrequency. It was noted that after the procedure, the patient experienced a thrombus and a stroke. The patient's hospital stay was extended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that 20 applications were performed with the balloon catheter without any issues on the date of the event. The device was not returned for analysis/investigation. If information is provided in the future, a supplemental report will be issued.